Event description:
The patient was status-post an acute mi and 5 days prior to the event. On the night of the event the patient had coded and was resuscitated successfully. She had a history of 3rd degree heart block. After the code the patient had her own rhythm but she again converted to 3rd degree heart block at which time the defibrillator was set to pace at 80 bpm. No matter what they set it at miliampares (ma) while in the sync mode, the patient would not pace. No pacer spikes were ever seen and the monitor did correlate with the patient's pulse. While attempting to adjust the defibrillator, the patient did have a rhythm in 3rd degree heart block with systolic blood pressure (sbp) in the 60's.